Manufacturer narrative:
(B)(4). Date sent: 5/8/2024. D4: batch # 633c41. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and as additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 633c41, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an bariatric sleeve case procedure, on the 4th reload the tech couldn't fit it in the device after the first two fires. They got a new device to complete the case without patient harm.